Manufacturer narrative:
The insulin pump alarmed motor error during the rewind process due to motor encoder signal out of phase. The displacement test was unable to be performed due to motor error alarm. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call diabetic ulcer, hospitalization and motor error alarm. Customer's current blood glucose level was 125 mg/dl. Troubleshooting for motor error alarm was performed. Customer underwent an MRI while wearing the insulin pump and received motor error alarm. Customer advised the motor error alarm occurred during a basal delivery. Customer was unable to rewind the insulin pump. Customer received battery out limit alarm and failed battery test in addition to the motor error alarm. Customer's wife advised the patient was in radiology and underwent a procedure. Customer was placed on heavy medication, had a non-healing diabetic ulcer on their foot and was placed in the hospital. Customer was wearing the insulin pump when admitted into the hospital.